Event description:
It was reported that the patient developed nausea and vomiting and a "high" blood glucose level. The patient reported that he was taken to an emergency department and taken off the pump with the diagnosis of a heart attack and dka. His blood glucose level was reportedly 900 mg/dl.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.